Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. The finish goods was manufactured with nine valve entry component lots. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. A complaint history examination indicates that this is the first complaint received against the trocar component lots for leaking. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. An investigation has been initiated to identify further actions to improve valve performance. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Event description:
The customer reported that the trocar valve leaked during a vitrectomy procedure. The trocar plugs were used to complete the procedure. No patient harm reported. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the surgery was performed on the left eye.